Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to complete detect and treat testing) has been confirmed. Upon investigation the monitor's electrode belt receptacle was making intermittent contact with component j4 on the ca board, preventing the monitor from being able to complete detect and treat testing. The monitor case showed sign of physical abuse. The root cause for the intermittent contact with j4 was not positively identified. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a monitor was unable to complete incoming functional testing.